Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 11-apr-2023, no delivery alarm/insulin flow blocked alarm was recorded. There is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 11-apr-2023 listed on smart solve. Daily total of all insulin delivered: 22000 (2.2 u). Daily total of basal insulin delivered: 22000 (2.2 u). Daily total of bolus insulin delivered: 0 (0 u). There was no bolus recorded in the formatted history file on the event date. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 08:27:44.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 08:28:44.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 08:40:50.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 05:52:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 06:02:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 06:22:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 06:32:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 10:13:09.000 alarm alert notification (40) fault number: no delivery (7) during prime. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 11-apr-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 06:34:30.000, on (B)(6) 2023 06:44:00.000, on (B)(6) 2023 10:41:35.000, on (B)(6) 2023 10:51:00.000, on (B)(6) 2023 11:54:01.000, on (B)(6) 2023 12:00:34.000, on (B)(6) 2023 12:10:00.000. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 15:17:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 00:48:00.000, on (B)(6) 2023 00:58:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:19:00.000, on (B)(6) 2023 01:29:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:32:04.000, on (B)(6) 2023 10:52:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:32:34.000, on (B)(6) 2023 13:32:42.000, on (B)(6) 2023 09:24:02.000, on (B)(6) 2023 10:52:25.000, on (B)(6) 2023 10:52:33.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 11:45:00.000, on (B)(6) 2023 11:55:00.000, on (B)(6) 2023 13:16:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor 1 alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Pump/transmitter communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 740g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 440 mg/dl at the time of the event. Troubleshooting was performed and found that the customer was treated with an insulin pump. The customer was not reporting any symptoms related to blood glucose values. The pump was used within 48 hours and the auto mode feature was not active at the time of the event. The customer alleged that the insulin pump was under-delivering and advised the customer to perform the high-pressure test and the insulin pump did not get passed. The customer also reported the insulin pump was unable to pair with the transmitter and the pump alerted with "device not found". No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.